Manufacturer narrative:
While processing this complaint, bwi received additional information stating the customer experienced a second event. Several attempts were made to obtain the information for the second event. Bwi received the additional information on may 5, 2013 and complaint number (B)(4) was created. However, the event information was not clear and additional follow ups were made to clarify. On june 20, 2013 bwi received the requested additional information stating that in the original complaint (B)(4), some of the information provided was part of the second complaint. It was also clarified that the issue for the original complaint (B)(4) was noise not signal loss. The correct issue information for this file is the following: noise occurred on all channels on both the pruka recording system and the carto 3 system at the same time during ablation. They were unable to identify any signals. The noise was on all the signals and all over the monitors. They were able to continue the procedure with the usage of the recording systems ECG and switching between ECG¿s during ablation. The MDR reportability remains the same because of the severity of the noise on all the channels on both the pruka recording system and the carto 3 system at the same time. Manufacturer's ref. No.: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a first attempt of rf ablation the customer was unable to visualize the ECG and egm on pruka and the carto 3 system. Additional information was provided upon follow up. The noise occurred on all the channels, including the body surface (bs) ECG's and intracardiac (ic) signals recordings on both the carto 3 system and the recording system at the same time. The carto 3 system was replaced. The system was sent to the haifa technology center (htc) for investigation. The patient interface unit (piu) failed. The diode d1000(tvs) backplane card failed which caused the reported problem. In addition, the ablation relay and ECG cards were old revisions which also caused the noise issue. The system was sent to the subcontractor for repair and upgrade. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported that during a first attempt of rf ablation the customer was unable to visualize the ECG and egm on pruka and carto. Upon follow up, bwi received the information that stated the noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. They used both ECG leads 1 to carto 3 & 1 to pruka system so that carto 3 was still able to take activation points and when ablating, removed the carto 3 ECG and used the pruka ECG as it didn't get rf interference. No further information regarding the procedure completion or cancellation has been received yet.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).